Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported through legal representative capsular contracture, breast that was ¿hardened to the touch,¿ pain, and discomfort. The patient also reported the prosthesis was ¿out of position,¿ ¿folding,¿ and "limitation of arm movement", as well as anxiety due to the recall. This record is for the right side. The device was explanted.